Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process and motor error during a bolus attempt. The blood glucose reading was in the low 100 mg/dl range. The customer stated that she works in a hospital and recalled walking by a room one day while an x-ray was being taken; the insulin pump may have been exposed to a magnetic field. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.